Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing (atp) due to incorrect interpretation of signal. The device will continue to be monitored. The patient was stable and asymptomatic.